Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the usm 3 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and it was found that the reported 32056 and 906 errors were confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was also tested on a patient side cart fixture test platform (pftp) where 32056 error was found be failing on usm agc current by yaw searchlight assembly. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component failure of the yaw searchlight assembly.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the customer experienced error 32056 on the universal surgical manipulator (usm) 3 during system startup. The customer performed a hard power cycle as initial troubleshooting, but the error persisted and was not resolved. The customer will discuss with the surgeon whether to use or disable the usm3 or convert the surgical procedure. The was no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: customer stated the surgical outcome was converted to laparoscopy. The reported event occurred prior to patient anesthesia.